Event description:
It was reported that during a da vinci-assisted paraesophageal surgical procedure that the e-100 generator shut off. The reporter added that the e-100 generator auxiliary fan was loud as well. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and indicated that the failure was intermittent. Fse replaced the e-100 generator to resolve the issue. After replacement, the system was tested and verified as ready for use. I isi has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the occurrence of a procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: at this time it is unknown if the customer aborted the use of the electro surgical unit (esu) after it cut off mid-procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 analysis information found in: h6 and h10. The e-100 generator was returned to intuitive for failure analysis (fa). Fa was unable to replicate the reported complaint. The unit was installed into the test system and it worked fine with the synchroseal instrument installed. The synchroseal was used with a saline-dripped gauze in the jaws. The yellow pedal/sync activations and the cut/seal functions were tested 100 times and the e-100 worked fine.

Event description:
Refer to h10/h11 for follow-up information.